Event description:
It was observed during device evaluation, the duodenovideoscope had burnt forceps elevator at the distal end. In addition, the adhesive around distal light guide lens is peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely the following led to the malfunctions: causes traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.